Manufacturer narrative:
(B)(4) the customer returned two tracheal double swivel connectors, one bronchial double swivel connector, and one y connector from unit 5-16037 et tube, sher-I-bronch, ls, 37 fr for investigation. The tube was not returned. The returned connectors were visually examined with and without magnification. Visual examination revealed that one bronchial connector and one tracheal connector were both broken on the 15mm connector side. The other tracheal connector was intact. The swivel connector is a component purchased from a supplier. A non-conformance was previously opened to further investigate this issue. Corrective actions were implemented under the non-conformance on 08-jan-2022 to prevent this issue from recurring. This sample was manufactured prior to the corrective actions.

Event description:
It was reported "angled connectors are breaking during the operation at the elbow". No patient harm or injury reported. Patient condition reported as "fine".

Event description:
It was reported "angled connectors are breaking during the operation at the elbow". No patient harm or injury reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.